Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely dark and was not turning on. A field service engineer troubleshot issue on half height drawer 3.2, which was causing the unit to go down and not power on and replaced the faulty drawer boards. The unit was then rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es completely dark and would not power on. Remote smart service was also shown offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.